Manufacturer narrative:
Follow-up # 1 (10/04/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that onetouch ultralink meter was reading inaccurately. The patient also claimed she was unable to perform a test on her onetouch ultralink meter due to it reverting to the set up mode. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient stated the alleged inaccuracy issue began on the evening of (B)(6) 2011 at approximately 8 or 9pm. The patient reported that she tested her blood glucose as usual in the evening and received a value of 'around 500' mg/dl. The patient manages her blood glucose with pump therapy, using novolog insulin on a sliding scale and tests four times per day. The patient denied feeling symptomatic at the time of this test and claimed she administered '8' units of novolog based on this alleged high reading. The patient stated her blood glucose readings prior to this were "normal." The patient informed the mss after testing, she started to experience symptoms of 'dizziness, weakness, shaking and hunger' at an unknown time. She attempted to test on the subject meter at approximately 10pm but she stated it was just showing the settings screen and she was unable to perform a test. The patient reportedly self-treated with peanut butter crackers and then tested using her neighbor's meter (freestyle) at approximately 10:30pm and received a value of '123mg/dl'. The patient confirmed she felt better shortly after the self-treatment. She claimed she was able to get the subject meter to work later that night between 11pm-11:30pm and claimed the subject meter still read high but could not recall the result. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site. A quality control solution test was not performed since the patient did not have the solution available. The patient stated she did remove the battery and reseated before it reverted to the set up mode for reasons unknown. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.